Manufacturer narrative:
This report is submitted on june 26, 2017. The implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla unknown). It was also reported that the patient experienced pain subsequent to the MRI. Revision surgery to reposition the magnet is scheduled; however, it is unknown if this has occurred as of the date of this report.